Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a case was completed with pulsed field ablation, the patient had red urine. Creatinine measurements were performed and results showed no deviation from normal values. Hemoglobin measurements were not performed in full due to the physician deeming them not relevant. The patient was given 2 liters of intravenous saline and was kept overnight in the hospital for monitoring. The following day, the patient's creatinine levels were the same and the patient was discharged. No further patient complications have been reported as a result of this event.